Event description:
Plate broke post op after patient was washing windows. Multiple products were involved in this event. These mdrs are all related to the same event:3025141-2012-00050,3025141-2012-00051,3025141-2012-00052,3025141-2012-00053,3025141-2012-00054,3025141-2012-00055,3025141-2012-00056,3025141-2012-00057.

Manufacturer narrative:
Examined the returned products under magnification. The plate has broken through the second 10-32 locking hole from the medial end. The plate is bent at the next slot on the lateral portion of the plate after the break, but this bend does not appear to be related directly to the break. The break surfaces exhibit both rough and smooth portions, some of which may have been caused by contact between the break surfaces after the plate broke, or which may indicate a fatigue failure. The plate shows disruptions to the titanium anodize layer and the underlying titanium material. Based on the information available, no definitive conclusion regarding how the plate broke can be drawn at this time.